Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He replaced the venting valves and this did not solve the problem. After troubleshooting lines and circuits, the technician found the right angle tubing fittings were leaking and causing the water to not be pulled back from lines into tank. He replaced the fittings. Functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was leaking water during setup. There was no patient involvement.